Event description:
As reported (B)(4) 2013, (B)(6) female patient presented for an endovenous laser treatment in the patient's leg. During treatment, the fiber stop on the fiber became detached causing the fiber to extend approximately 10 to 20cm past the distal tip of the sheath, causing the treating physician to treat higher up the vein of giacomini than intended. The reported disposable device was set aside and the procedure was successfully completed with a new of the same device. There was no report of permanent harm or injury to the patient due to this event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. A review of the lot history records was performed for the reported lot number for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. There was no report of permanent harm or injury to the patient due to this event. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. (B)(4).